Manufacturer narrative:
Corrected data: b3: date of event.

Manufacturer narrative:
Additional manufacturer narrative: the hospital confirmed that both the bacterial culture and the fungus culture were negative. Patient identifier, age or date of birth, sex, weight and ethnicity- patient information other relevant history, including preexisting medical conditions(e.g., allergies, race, pregnancy, smoking and alcohol use, hepatic/renal sysfunction, etc.) Corrected data: conclusions code.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore by the hospital operating room supervisor: the gore® propaten® vascular graft with heparin was implanted (B)(6) 2018 in the lower extremity during a femoral-femoral crossover procedure. The supervisor reported that on (B)(6) 2018, because of a non-healing surgical wound, the doctor suspected the graft was infected. The gore® propaten® vascular graft with heparin was explanted on (B)(6) 2018. The or supervisor reported cultures were taken during the explant procedure.